Event description:
In 2008, boston scientific corporation was informed that while treating a gastric bleed, three resolution clip device clips would not deploy. The procedure was completed with another of the same device and there were no pt complications. Pt is "stable". Note: this complaint is the third on three devices, please refer to MFR#'s 3005099803-2008-05104, 3005099803-2008-05103 for other related reports.

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.